Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she opened her adc freestyle libre sensor kit and observed that there was no filament in the sensor. As a result of being unable to monitor glucose levels, customer experienced symptoms described as dizziness, vomiting, and "sick stomach" and self-treated with 20 units of insulin (type unspecified). Customer had contact with a healthcare provider and was diagnosed with hyperglycemia and administered insulin and intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date was updated based on extended investigation findings. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she opened her adc freestyle libre sensor kit and observed that there was no filament in the sensor. As a result of being unable to monitor glucose levels, customer experienced symptoms described as dizziness, vomiting, and "sick stomach" and self-treated with 20 units of insulin (type unspecified). Customer had contact with a healthcare provider and was diagnosed with hyperglycemia and administered insulin and intravenous fluids. There was no report of death or permanent injury associated with this event.